Manufacturer narrative:
(B)(4). The complainant indicated that the device will be serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 24, 2020 that an auriga xl 4007 laser console was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the liquid tank was leaking. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.